Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The patient complained of questionable ise indirect na, k, ci for gen.2 results for one patient sample. Of the data provided only the sodium result is a reportable malfunction. The initial sodium result was 148 mmol/l. The initial sample was aliquoted by a modular pre-analytics system. The primary tube was manually loaded onto the same system and a sodium result of 137 mmol/l was obtained. The primary tube was also ran on another cobas 6000 c (501) module system and a sodium result of 137 mmol/l was obtained. The initial result was not reported outside of the laboratory. The results from the primary tube were deemed to be correct. There was no allegation of an adverse event. The sodium electrode lot number is a83. The expiration date was requested but was not provided. Calibration and qc performed around the time of event were acceptable. Further investigation showed that the likely cause was due to a sampling error. Since the sodium, potassium, and chloride results were all elevated by the same percentage a contamination on the outer surface of the sample needle can lead to higher sample of volume being aspirated leading to falsely elevated results.